Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after approximately 30 months due to end of life (eol). The patient received many shocks in past but has been stable since last follow up in december 2005. All of the pacing thresholds were less than 1 volt, so the device was programmed with low pacing outputs. An expression of dissatisfaction was made with regard to device longevity. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.